Event description:
The tip of the mitek electrode was reported as having broken in the knee during use. All pieces were retrieved from the joint at the time of the event. Reported no adverse patient event as a result of this situation. If this were to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.